Event description:
It was reported during hemodialysis with a non-baxter machine and a prismaflex st150 set, the patient experienced blood pressure dropped significantly and the patient had severe lactic acidosis. Treatment for the events was not reported. It was reported the set had been disconnected and this set was used with "another machine". An alarm was generated and the set was disconnected and flushed with saline. At the time of this report, the patient outcome was not reported. No additional information is available.

Manufacturer narrative:
D4: unique identifier (UDI): UDI information has not been provided since no product code and lot number are available. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Three devices were received for evaluation, and were observed to have all dimension within specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. The cause of the condition could not be determined. Based on additional information received, prismaflex st150 was determined not to be a factor in the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted.